Event description:
During orthopedic surgery, the surgeon discovered that the loaner ulna tray contained an implant from a prior procedure performed outside the [redacted] hospital system. The vendor representative was present, but no backup device was available. After assessing the risks and benefits, the surgical team decided to proceed. The procedure was completed without incident, and no injury or additional treatment was required. The device is designed to remove an existing implant. In this case, a prior implant had been retained inside the tool and was not visible without disassembly, which is not required as part of routine checks. The implant should have been removed either during the original surgery at the outside facility or during the vendor¿s inspection and cleaning process. The device was delivered by the vendor, properly sterilized at [redacted], and correctly set up in the operating room. This incident was not due to a failure of the surgical steam or sterilization staff.